Manufacturer narrative:
(B)(4). Device evaluation: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.

Event description:
Health professional reported after treatment in the lips and glabellar region with juvederm ultra xc the patient experienced a "potential allergic reaction" occurring at the patient's left cheek, eyelids, and glabellar region characterized by "swelling and redness", 2 days after treatment. The patient was treated with amoxicillin, benadryl, mucinex d, and nasonex spray. Patient was also given 10mg dose pack of prednisone. Health professional reported that the treatments were given to prevent the worsening of the symptoms that may lead to permanent damage.